Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient vomiting, as well. The patient's blood glucose (bg) values reached 521 mg/dl. For treatment, the patient was put on intravenous (IV) fluids and insulin. The cannula dislodged, while wearing the pod between 4 and 24 hours on the arm. The patient was discharged after 9 hours. The pod was discarded.